Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2010 patient underwent the following procedures: bilateral posterolateral fusion, l3-l4 and l4-5; transforaminal lumbar interbody fusion, l4-5 on the right and l3-l4 on the right; bilateral pedicle screw instrumentation, l3-l4-l5 bilaterally l1 using local bone, bone marrow aspirate, rhbmp-2, bone morphogenetic protein, and 30 ml of 1 x 4 mm allograft chips; brainlab supervision. Preoperatlve diagnosis: degenerated disc l3-l4 and l4-l5; post laminectomy ,syndromel3-l4 and l4-l5; status post l5-s1 fusion. The dummy was removed and an rhbmp-2 implant was placed on sponge in the interspace and tried to move it medially and then placed a 9 x 11 x 27 lordotic. Structural cage filled with 1.5 ml rhbmp-2 sponge into the interspace and recessed it about 1 mm. The surgeon then removed the distraction off of the distraction device and then removed the device. They went to l3-4 and placed the device on at l3-l4, again opening up the space and then opening up the space through our previous annular incision with the 8, 9., 11, and 13 mm paddles and held the distraction with the distraction device. They then cleaned out the interspace with curettage disc forceps technique and went up to the 13 mm scraper. We again selected a 9 x 11 x 27 structural carbon fiber cage and placed l5 rhbmp-2 sponges in the cage. They placed one sponge medially in the disc space and then inserted the cage and recessed it about I mm. They then removed the distractor and then removed the distraction device. The surgeons then placed rods into the polyaxial heads on both sides and inserted the inner screws loosely. They had an assistant under the table extend the patient's hips so they could increase the lordosis and then tightened all six screws to 80 inches pounds o-torque. They then placed one small rhbmp-2 sponge into the facet joint a1 l4-l5 on the left and placed 8 cm long strips out laterally in the lateral gutters followed by local bone that was ground up in the bone mill and treated with bone marrow aspirate from both the right and left iliac crest followed by additional rhbmp-2 sponge, more of the bone graft, and another rhbmp-2 sponge. They used most of the local bone on the left side but they had some residual local bone left for the right side. On the right side, they performed a similar procedure with 8 cm lateral rhbmp-2 sponges kept lateral to the rod, followed by local bone graft, followed by an rhbmp-2 sponge, and followed by 1 x 4 mm allograft chips on the right side.

Event description:
It was reported that the patient presented with degenerated discs l3-4 and l4-5 and post laminectomy syndrome l3-4 and l4-5. On (B)(6) 2010 the patient underwent bilateral posterolateral fusion l3-4-5 and tlif on the right l3-4-5. Local bone, pedicle screw instrumentation, bone marrow aspirate, rhbmp-2/acs and allograft chips were used. There were no noted complications. It is reported that patient's post operative period was marked by severe painful and debilitating complications which included but was not limited to the need for additional surgery, paralysis, spasms, extreme pain, nerve damage, nerve impingement and severe ectopic bone growth.